Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information that the infusion set tubing became disconnected from the luer lock. Customer's blood glucose level was not impacted. Customer was able to reconnect the infusion set tubing to the luer lock.